Event description:
The reflexion catheter had no curve when the doctor manipulated the handle, making the device non-functional. The device was removed and replaced with a new catheter without injury to the patient.